Event description:
Patient reported, left side rupture. Also reported, capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Observed rupture on the device. Observed red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture. Also reported, capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Also reported, capsular contracture baker grade ii.

Event description:
Patient reported left side rupture. Also reported, capsular contracture baker grade ii. The device has been explanted.